Event description:
It was reported by the customer that before use the cardiosave intra-aortic balloon pump (iabp) malfunctioned. The customer stated that helium sensors needs to be checked. There was no patient involvement and no patient harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the helium high pressure regulator. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
E. Initial reporter (B)(6) upon completion of the investigation into this event a follow up report will be submitted.